Manufacturer narrative:
The device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief sometime after implantation. A pump and catheter revision surgery and catheter access port (cap) study were performed on (B)(6) 20/15. On (B)(6) 2016, the pump and catheter were explanted as the patient continued to experience pain. The pump was returned for evaluation. It should be noted that the patient had a non-flowonix catheter connected to a flowonix pump.